Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4). (B)(6).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor smooth round moderate profile 800cc saline breast implants which the right side deflated during implantation. The implant replaced with another saline implant: catalog number: 3502800, lot: 7004924. The issue was spontaneous deflation/leakage at the port.

Manufacturer narrative:
Device evaluation findings: upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. Visual examination of the device revealed a rent at the junction of the vulcanization dot. Microscopic examination of the rent edges gave no indications as to its cause. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the rent edges was performed and it did not provide conclusive evidence of what could be the root cause. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 03/20/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).